Event description:
The customer reported via phone call that she had a beep anomaly on the insulin pump. Customer declined to troubleshoot for weak signal alerts that she had been receiving. Customer was assisted in performing the self test. The pump passed the self test. Customer stated that the pump did vibrate during the self test. Customer requested a replacement since the issue has been going on since she got the pump. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump was received with audio alerts and vibrator alerts are functioning properly. No beeping anomaly noted. The insulin pump properly connected to glucose sensor simulator. No weak signal alarms noted. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.